Manufacturer narrative:
Intuitive surgical, inc (isi) followed up with the site nurse and obtained the following additional information regarding the reported event. The problem was found while the instrument was inspected prior to starting the procedure. The user noticed the instrument had poor movement. The issue did not occur with the surgeon¿s head inside the surgeon console¿s high-resolution stereo viewer. The issue did not occur while the surgeon was attempting to manipulate instruments from the surgeon console since the problem happened prior to starting the procedure. The nurse did not have any further information about the movement of the instrument. There was no injury to the patient. An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the prograsp forceps instrument to perform failure analysis. The instrument was analyzed and found to have multiple input disks broken. Input disk #6 was found completely detached from the base of the housing. Hairline cracks were found on grip input shaft #7. If the input disk is fully broken, then the instrument can fail to engage. The issue is immediately detectable by the surgeon due to loss of instrument functionality. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer-reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that prior to starting (post-anesthesia) a da vinci-assisted partial nephrectomy surgical procedure, a prograsp forceps instrument had a malfunction (non-intuitive motion) and was not working properly. No fragment fell into the patient. The customer used a spare instrument to complete the procedure. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information, however, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer, an investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the prograsp forceps instrument. Additional information is being gathered to determine the contribution of the device to the customer-reported issue. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.